Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tha. It was reported that during the surgery, the surgeon felt something's wrong about moving when using the broach with the calcar reamer. The surgery was completed within 30 minutes delay. After the surgery, the next day, the staff checked the devices and found that there were some damage on the broach and the hole of the calcar reamer. No further information is available.